Event description:
It was reported through remote transmission that auto mode switch episodes were observed due to far-r oversensing. Programming changes were recommended. No further information was provided.